Event description:
It was reported that the customer received repeated failed battery test alarms. The insulin pump did not turn on and was damaged around the battery cap. The customer's blood glucose level was 25 mmol/l. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no failed battery test alarm was noted. The insulin pump was received with broken battery tube threads, a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.